Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the atrial lead exhibited under sensing. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.